Manufacturer narrative:
Updated: h6, h10. This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation and to provide a correction to h3. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issues. The device was not returned for evaluation. Based on the results of the device investigation, the root cause could not be identified because the phenomenon could not be reproduced and further information could not be obtained. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus technical assistance center (tac), the high--definition lcd monitor blacked out when connected to a scope and video system center. Subsequently the user switched to maj-1430 and tried different scopes. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, the customer was instructed to remove the vesa plate from back of subject device and connect serial digital interface (sdi) cable to sdi 2 in and image was available. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.